Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient stated she first became aware of the meter issue, on (B)(6) 2018, at 10.00 am, when she obtained blood glucose readings of ¿174 and 114 mg/dl¿ on the subject meter, performed within 20 minutes of each other. The patient reported that she manages her diabetes using ¿insulin (self-adjuster)¿, she stated that in response to the alleged inaccurate results, she administered novolog insulin (sliding scale). The patient reported that at 9 am on (B)(6) 2018, prior to her being aware of the meter issue, she had developed symptoms of ¿not feeling well, cold sweat¿. The patient stated that after testing her blood glucose and administering the insulin, she went upstairs and lay down. At 11.10 am on (B)(6) 2018, the patient reported that her husband could not get her to wake up, he called the paramedics, and a blood glucose reading of 219 mg/dl¿ was obtained, on their meter. She was immediately treated with IV glucose, and taken to hospital. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to her obtaining the alleged inaccurate results, the alleged meter issue could not b.......

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient stated she first became aware of the meter issue, on (B)(6) 2018, at 10.00 am, when she obtained blood glucose readings of ¿174 and 114 mg/dl¿ on the subject meter, performed within 20 minutes of each other. The patient reported that she manages her diabetes using ¿insulin (self-adjuster)¿, she stated that in response to the alleged inaccurate results, she administered novolog insulin (sliding scale). The patient reported that at 9 am on (B)(6) 2018, prior to her being aware of the meter issue, she had developed symptoms of ¿not feeling well, cold sweat¿. The patient stated that after testing her blood glucose and administering the insulin, she went upstairs and lay down. At 11.10 am on (B)(6) 2018, the patient reported that her husband could not get her to wake up, he called the paramedics, and a blood glucose reading of ¿19 mg/dl¿ was obtained, on their meter. She was immediately treated with IV glucose, and taken to hospital. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to her obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.